Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2250mcg/ml at 129.8mcg/day via an implantable pump. On (B)(6) 2020 it was reported they read the patient¿s pump today and noted loss of therapy from (B)(6) with service code 99 (pump is stopped for 50 hours and 0 minutes) and 100 (pump is currently stalled). Per the reporter, the patient¿s condition was noted as ¿she is quite rigid.¿ no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the issue from (B)(6) 2020 was they contacted the manufacturer and were advised to interrogate the device and logs a second time to ensure the device did not require and interrogation before restart of the therapy. They confirmed with staff and the patient that an MRI was not completed. The status of the pump on (B)(6) 2020 was noted as the pump had a loss of therapy, the pump was put into minimum rate and the date of the replacement had not been set. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) who reported that the pump continued in a motor stall state. The hcp requested and was given the pump off passcode because the patient was not having the pump replaced at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.